Event description:
On 05-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels of approximately 250¿300 mg/dl following absence of a cgm sensor for approximately 8 hours after sensor expiration and subsequent supply changes. The user was transported to the hospital where the user was treated with unknown and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced seizure after a period without an active cgm sensor following sensor expiration and subsequent supply changes while using the ilet without cgm input for approximately 8 hours. This behavior can result in incomplete glucose automation and unstable glycemic control and is consistent with the observed hyperglycemia (reported bg ~250¿300 mg/dl) at the time of the event and hospitalization through (B)(6) 2025. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.